Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
It was reported stimulation was lost and ipg was unable to connect with external device. Troubleshooting was attempted by an abbott representative who was unable to establish communication with ipg as well. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating ipg was explanted and replaced. Therapy restored.